Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported little plastic pieces when she removed the reservoir from her insulin pump. The customer stated that little plastic pieces broke off the cap and wasn't sure why. The insulin pump will not be returned for analysis.